Event description:
Info was received in a maude report, indicating that on (B)(6) 2011, a monarc sling was implanted. The report indicated that after the implant, "when I get out of be urine runs down my legs," and "I continue to have pain." It was also reported that, "I am having problem with urinary tract infection," and that the pt was referred to another dr that "specializes in pelvis pain."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.